Manufacturer narrative:
Information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where hemostatic valve separation occurred. After pulmonary vein ablation (pvi), when superior vena cava (svc) was ablated, when carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was flushed, some water leaked from the hemostasis valve. The procedure was continued and was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future, the reportability decision will be reassessed.